Event description:
It was reported that the foot switch will not release causing the gantry to go lower than they wanted. No injury reported. A field engineer was dispatched to the site and determined that the foot switch needed to be replaced. Once this was completed the system was working as intended.